Manufacturer narrative:
The device was serviced by draeger. The technician was unable to replicate the issue of vent fail reported by the customer. The device was tested and confirmed to be operating per manufacturer's specifications. The investigation was performed based on the given information including the electronic log file. The reported issue could be confirmed and it was determined that that the signal from the incremental encoder was either missing or implausible. A more detailed root cause analysis was not possible, because the ventilator motor was not available. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Based on the currently available information, the risk related to the specific situation has been initially evaluated. Since similar complaints have been reported recently, a CAPA (corrective and preventive actions for products) was initiated. The risk assessment within the CAPA determined that the risk is increased and that mitigation measures are necessary. A field safety corrective action has been released.

Event description:
It was reported that there was a vent fail during use. No patient injury reported.

Event description:
It was reported that there was a vent fail during use. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.